Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-07112, 07113. It was reported the pt no longer had stimulation and was unable to communicate with the ipg using external devices. In addition, the pt reported losing stimulation on the left side, and feeling shocking sensations on the right side. The pt was advised to meet with his physician regarding the issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.